Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media were also present inside the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located under the blade pad at approximately 1mm proximal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found multiple kinks along the length of the hypotube. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was good post procedure.